Event description:
It was reported that the preloaded monofocal intraocular lens (iol) was broken while trying to inject it into the eye. There was no patient contact with the device. Through follow-up we learned that the iol was lubricated with ophthalmic viscosurgical device (ovd) healon pro. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU (B)(4). (General data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: not applicable, as there was no patient contact with the product. Section d6b: if explanted, give date: not applicable, as there was no patient contact with the product. Section e1: email address: unknown/not provided, as information was asked but it was not provided. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: may 29, 2024. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection was performed on the suspect product and found a piece of the lens stuck in the cartridge tip. Viscoelastic residue was distributed through the length of the cartridge. The lens module was inspected and presented with no damage; however, some viscoelastic residue was identified. The device assembly was inspected and presented with no issues; however, viscoelastic residue was below the lens module indicating that an excessive amount could have been used which may have contributed to the complaint event. The lens was cleaned and presented torn as well as with cosmetic damage to the optic body. No further evaluation was performed. The complaint issue "lens damaged" was not identified during product evaluation. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.